Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that after the device is turned on, it prompts to stop and an error is reported. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer conducted the operation test and reported back to philips that the system is fully functional. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The device functions within its specifications.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that after the device is turned on, it prompts to stop and an error is reported. There was no patient involvement.